Event description:
It was reported that the programmer had a loose connector for the stylus touch pen. The pen was changed out but the situation did not resolve. It was further noted that the door on the back where the power cord was stored was broken. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer had a loose connector for the stylus touch pen. It was also noted that the tabs of the power cord bay door were broken, and the system fan was noisy. (B)(4).